Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a broken blade at the base. A piece approximately .5490" x .0880" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm harmonic ace instrument blade was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a surgical incident occurred where a broken part of a blade completely detached from the instrument during a cutting task. The fragment did not fall into the patient. Prior inspection of the instrument/accessory was performed, and no damage or abnormality was noted beforehand. The surgeon reported no prior issues with the instrument's functionality and no collision with other materials. The surgeon attributed the instrument's breakage to the instrument's quality. No photographic images or video recordings are available for review.